Manufacturer narrative:
Device evaluated by MFR. There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. Footswitch allegation were not confirmed during testing which includes post, power output and zsense test at ambient and while stressing the device per environmental stress test procedure using test fixture and footswitch, pressed footswitch to start rf delivery and release footswitch to stop rf delivery rfg works properly with foot switch and without footswitch. The device passed all performance criteria of its final test prior to its shipment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that footswitch failed to halt ablation delivery. A maestro 4000 controller was selected for an radiofrequency (rf) ablation procedure in the left atrium. Ablation was performed using power mode at 60w for 30 seconds, after several rf applications the foot switch did not stop the application of radiofrequency(rf). The rf delivery had to be stopped using the button on the maestro generator. After 15 rf applications the procedure with this device the procedure was completed, no patient complications occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that footswitch failed to halt ablation delivery. A maestro 4000 controller was selected for an radiofrequency (rf) ablation procedure in the left atrium. Ablation was performed using power mode at 60w for 30 seconds, after several rf applications the foot switch did not stop the application of radiofrequency(rf). The rf delivery had to be stopped using the button on the maestro generator. After 15 rf applications the procedure with this device the procedure was completed, no patient complications occurred.